Event description:
On 14-jan-2020, new information was received that the patient did not have abbvie tubing at the time of the reported pneumoperitonitis. This event of pneumoperitonitis occurred in (B)(6) 2012 where abbvie branded tubing was not available at the time of implantation and/or at the onset of the events; therefore, responsibility for investigation and reportability are not applicable for abbvie.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved in the event was unknown. Therefore, a return sample evaluation is unable to be performed. (B)(4). A pneumoperitoneum and peritonitis are known complications of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient experienced persistent pneumoperitonitis. No further information was available regarding treatment or outcome of the patient.